Event description:
The physician performed an injection on a pt and experienced some resistance when removing the needle. Once the needle released, he noticed the hub of the needle was still attached to the syringe, but not the needle shaft. The needle appeared to have broken off at the base of the hub, and the needle shaft remained inside the pt. The physician and his partner attempted to remove the broken needle, but felt the needle shaft appeared to be moving deeper into the pt. He made the decision to stop the removal attempt and have the needle removed surgically. Within an hour, the pt was transferred to (B)(6) hospital which is directly across the street from the (B)(6), where the incident occurred. The needle was successfully removed.

Manufacturer narrative:
Device referenced in this medwatch was a component contained within centurion medical products' convenience kit manufactured for core institute (product code mns6645, lot# 2010060150). Complaint device was sent to (B)(4) for further eval.